Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The customer confirmed the device was not used on a patient after the reprocessing couldn't be completed. Therefore, per the legal manufacturer, the reported event is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, the endoscope reprocessor cleaning tube connector came off. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It appeared that some of the parts from the unit were removed. The parts that came off was the claw connector and the gt964900 packing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.